Event description:
During attempts to suction a homecare pt who was experiencing breathing difficulties, the 8fr catheter would not advance past the connector on a tracheostomy tube. This occurred two (2) days after the m1pt device was inserted. A backup device was available and inserted with no reported problems. Pt returned to baseline condition. Parent reports that after the m1pt device was removed and examined the connector appeared undersized. A econd m1pt device from this lot was visually inspected by the parent who determined that the connector on that device was identical and therefore unacceptable. There was one (1) pt involved with no reported pt compromise.